Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet failed to charge and subsequently experienced premature battery discharge after the user charged the device on a non-beta bionics wireless pad; the device component implicated was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications and interviews with the user and analysis of information provided by the user and third parties. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.